Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she underwent a surgical procedure on (B)(6) 2010 to increase the implant depth of her ipg due to discomfort at the pocket site. No devices were explanted and none were returned to the MFR for eval. Follow-up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.